Event description:
Respiratory therapy received notice that they had a ventilator failure. Pt was bagged on 100% o2 until the ventilator could be switched out. Ventilator alarm a high shrill alarm and the screen went black. They proceeded to bag the pt. Ventilator came back on with screen then went off/on/off and device failure came up on the screen. This was a loaner ventilator related to the fact that the previous ventilator had the same type of failure occur and was sent back to the MFR.